Event description:
It was reported that syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter: this is a report about stopper separation from plunger. The customer uses this product for covid-19 vaccination. According to the customer's report, the stopper was separated from the plunger.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter: this is a report about stopper separation from plunger. The customer uses this product for covid-19 vaccination. According to the customer's report, the stopper was separated from the plunger.